Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure had been performed, and a 27 mm watchman flx pro closure device was implanted. The laa was noted to be windsock shaped. 51 days post index procedure at the routine follow-up evaluation, cardiac computed tomography angiography (cta) demonstrated a small amount of peri-device thrombus along the atrial-facing surface of the closure device. The thrombus was best visualized on select sagittal, coronal, and axial images and appeared less conspicuous on delayed imaging but was considered likely persistent. No peri-device leak was identified. There were also findings consistent with endothelialization and expected thrombus within the laa. No corrective or interventional actions were reported at the time of evaluation. The patient continues to be monitored. It was further reported the small thrombus on the atrial surface may be incomplete endothelization of the closure device. The data was noted to not be clear, but it represents potential residual risk for device related thrombus, and the imaging suggested a decent amount of distal contrast. The physician placed the patient on continued direct oral anticoagulant medication for another three months in response to the event.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure had been performed, and a 27 mm watchman flx pro closure device was implanted. The laa was noted to be windsock shaped. 51 days post index procedure at the routine follow-up evaluation, cardiac computed tomography angiography (cta) demonstrated a small amount of peri-device thrombus along the atrial-facing surface of the closure device. The thrombus was best visualized on select sagittal, coronal, and axial images and appeared less conspicuous on delayed imaging but was considered likely persistent. No peri-device leak was identified. There were also findings consistent with endothelialization and expected thrombus within the laa. No corrective or interventional actions were reported at the time of evaluation. The patient continues to be monitored.